Event description:
Customer reportedly obtained results of 393 mg/dl and 95mg/dl on the advantage sys within 10 mins. No action was taken on device results. No adverse event reported. Requested return of suspect sys and replacement was sent.